Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak from his cycler. The patient had completed treatment and discovered the leak after when he opened the cassette door. He had already spoken to his pd nurse who advised him to visit the emergency room to be checked for infection. The set was discarded. During follow up the patient's pd nurse reported his effluent was clear. He had a blood test performed and was negative for elevated white blood cell count. He had a pd effluent culture done which had no growth. He was not treated with any antibiotics and had not been admitted to the hospital. No adverse event reported at the time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.